Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: the implant arrived in decontaminated form with visible damage. Investigation: investigation was carried out visually with a camera and microscopically. The jaw was opened and the clip was no longer in its delivery state; there were also some material "quirks" noted. Batch history review: the device quality and manufacturing batch history records have been checked and found to be within specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause: the root cause is most probably usage related. Rationale: according to the quality standards and DHR files, a material defect and production error can be excluded. The clips are subject to a 100% inspection and a delivery condition with poor geometry is excluded. Investigations lead to the assumption that the opened jaws and "quirks" were caused by improper handling. There is the possibility of incorrect gripping with the applying forceps and thus opening too wide with the forceps; or they were caused by using an applier or removal forceps from another manufacturer. Therefore, there is a restriction of functionality and possible change to the closing force. The clip was not distributed in this condition. The factory-set closing force could no longer be tested because the clip was no longer in its delivery state. Furthermore, the IFU cautions that certain points must be observed. According to the IFU, damage may occur to the avm microclip due to incorrect handling, restriction of the functionality and changing of the closing force. The microclip must only be removed and applied with the aesculap-avm applying forceps. Damage to the avm microclip may occur from it slipping out of place, breaking or snapping out. The clip must be carefully grasped with the aesculap-avm applying forceps and removed.

Event description:
It was reported that there was an issue with the cerebrovascular clip during surgery. The sterile package was opened during the procedure and the clip was inserted into the applicator forceps without any problems. However, when closure of the clip was attempted, it failed to close properly and was not released. Another clip was used instead to successfully complete the procedure. There was no harm to the patient noted.